Event description:
The facility's risk management reported an incident of misprogramming that resulted in an overinfusion of insulin. Insulin, concentration 250units/250ml, was ordered by the physician to be adjusted to 8units/hr. The nurse reportedly divided 250 by 8, which gave a result of 31.25. The nurse then programmed 31.25units/hr and the 250ml bag of insulin reportedly "dumped in thirty minutes." The pump was turned off once the mistake was noticed. The risk manager was not sure whether or not the patient was administered 50% dextrose. No patient injury was reported. No additional information or contact provided.

Manufacturer narrative:
The risk manager stated the device would not be released to baxter for evaluation due to the incident being a nurse error and not a pump malfunction. Should additional information become available, a follow-up report will be submitted.